Event description:
It was reported that an increase in the defibrillation impedance was observed on the device. Upon investigation, the patient had since passed away. There was no allegation of malfunction against the device regarding the patient's death. The patient passed away due to a clinical condition unrelated to the implanted system.